Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon the string broke leaving the pledget inside her vaginal cavity. She was unable to manually remove the tampon and went to the ER. The ER provider removed the pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.